Event description:
An aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an intra-renal abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unk. It was reported that in 7/2003 the pt developed a 9 cm supra-renal aneurysm and underwent surgery. It was noted during surgery that the pt had fecal peritonitis due to gangrenous perforations in their colon. The pt expired in 2003. It was reported that a post-mortem showed evience of pesudomembranous colitis and colonic infarction and a saccular renal aneurysm with a false lumen extending 1.5 cm below the level of the stent graft and 2.5 cm to 3 cm above the level of the stent on the right side. Surrounding the aorta on the right side was partially organized hematoma. The explanted stent graft was returned to medtronic for analysis. Because the blood extended from the supra-renal region to the area of the duodenal aortic fistula, it is believed that the blood into the surrouding subcutaneous tissue formed the false supra-renal aneurysm. From the explanted specimen the false supra-renal rupture was not apparent, but a partial right-side supra-renal aneurysm was observed. Gross examination also revealed an aortoenteric fistula with erosion of stent through the aortic wall.